Event description:
Prior to surgical procedure for left ureteroscopy, holmium laser lithotripsy, left ureteral stent removal vs. Replacement, device was pre-tested and failed to function. New device opened of same kind with no issues. Device was not used on patient.